Event description:
The hcp reported that patient was experiencing intermittent periods of weakness. The hcp also reported "30% more residual." The pump was explanted and replaced. No dye study had been done for kinks. In surgery, a kink was noted at the connector site. A follow up report will be sent when additional information is received.